Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had no power. A field service engineer (fse) disconnected auxiliary to isolate the source of the bootup failure, and testing confirmed the issue originated from the auxiliary unit. After reconnecting the auxiliary to the main unit, each drawer was disconnected one at a time until the main device successfully booted, identifying full height auxiliary drawer 7 as the problem. Further the fse found that the drawer control board was faulty and replaced the board and pyxibus module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, no power on the machine and remote smart service on offline. Customer rebooted the machine and changed the plug but not worked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.